Event description:
Complaint ID (B)(4).

Manufacturer narrative:
The patient information was not provided by the customer. A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that there was a pressure reading issue while a patient was placed on cardiohelp support. During set up of the system, the pressure was not zeroed while the hls set was dry. The venous pressure, p-ven, was reading positive numbers, from 4 to 400 mmhg. The normal range for p-ven values is between -60 to -80 mmhg. Additionally, the delta pressure was not displayed. The perfusionist attempted to zero the pressure with the use of another dry hls set. The pressure reading did not change when the original hls set was reattached. The connection cable for internal sensors, hls cable, had visible corrosion. The no harm to any person has been reported. As a pressure reading failure could lead to a pump stop, if the intervention is set by the user, a report is required. Complaint ID (B)(4).

Manufacturer narrative:
It was reported that there was a pressure reading issue while a patient was placed on cardiohelp support. During set up of the system, the pressure was not zeroed while the hls set was dry. The venous pressure, p-ven, was reading positive numbers, from 4 to 400 mmhg. The normal range for p-ven values is between -60 to -80 mmhg. Additionally, the delta pressure was not displayed. The perfusionist attempted to zero the pressure with by removing the connection cable for internal sensors (hls cable) that was from hls set that was in use, to another dry hls set to try to zero pressures. However, there were no changes in the pressure readings. The hls cable was replaced. No pump stop occurred. No harm to any person has been reported. As a pressure reading failure could lead to a pump stop, if the intervention is set by the user, a report is required. The patient information was requested but was not provided by the customer. A getinge technician was sent for investigation. The technician observed visible corrosion on the connection cable for internal sensors, hls cable. The hls cable was replaced. The affected cardiohelp was sent to the repairs depot for a system restore procedure. The repairs depot technician could not replicate the failure. The pressure values were read and detected. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The getinge service and sales unit technician was advised to make the customer aware about the bulletin (issue 95 / 21-05-04). The log files of the reported cardiohelp device were reviewed and no high priority pump stops could be confirmed on the date of event. The hls set did not have any failures. The hls set was successfully transferred to a different cardiohelp device in another facility to continue patient treatment. Another disposable connection cable with the same failure was investigated by getinge life cycle engineering on 2021-03-31. Deposit and oxides were found on the cable socket. By wetting the socket plane with salt-containing liquids (priming), the measurement signals were influenced by the electrical conductivity of the contamination. A service bulletin (issue 95 / 21-05-04) was published may 2021 to make the users aware that the contacts of the plug connections must not come into contact with cleaning agents, disinfectants or priming liquid. Multiple disposable connection cables with the same failure were returned for investigation to re-investigate the issue by getinge life-cycle-engineering on 2024-08-29. The visual discoloration/corrosion was confirmed. In addition, functional tests were carried out which confirmed the following: wetting the socket level of the connector with salty liquids (priming) affects the measurement signals (pressure measurement) due to the increased electrical conductivity of the impurities. To avoid this contamination, it should be ensured that during the priming procedure the contact insides are either covered, remain on the hls or are placed on the holder of the hls cable of the sensor panel. In addition, contact cleaners / contact sprays should not be used to clean the plug contacts. This will also damage the connections. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Additionally, according to the instruction for use (IFU) of the cardiohelp, chapter "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage. In the instructions for use (IFU) of the cardiohelp (chapter "cleaning and disinfection") the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in the IFU chapter "connecting the sensors" it is stated that the sensors must be kept clean. The review of the non-conformities has been performed on 2026-03-02 for the period of 2021-10-11 to 2026-02-28. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2021-10-11. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. According to the risk review the reported failure is below the acceptance threshold according to the risk management plan of the cardiohelp. Based on the results the reported failure "pressure values incorrect ¿ hls cable corroded" could be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).